Event description:
The customer reported an issue with repeated occlusion alarms causing her blood glucose levels to display as "high", despite multiple attempts at resolving the issue, including infusion set and cartridge changes. To address the situation, technical support and clinical support collaborated with her on numerous troubleshooting attempts. Additionally, the customer was advised to use insulin from a different vial and contact her healthcare provider for guidance on a backup plan and correct usage of her humalog pens. Despite these measures, the occlusions continued, resulting in a decision to send a replacement pump to her.